Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube.

Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that she was in a car accident on (B)(6) 2013 and she had a surgery on her hand. Customer stated that while in the hospital she developed high blood glucose and was treated in the hospital. The blood glucose reading at the time of hospitalization was 597 mg/dl. Nothing further was reported.